Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that upon routine inspection of hospital inventory, the threads on the impactor, inside the tibia targeter, and inside the greater troch targeter were found to be stripped. No associated procedure.